Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a left hip revision procedure approximately 16 months post-implantation due to fracture of the poly liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "fatigue fracture of component can occur as a result of loss of fixation strenuous activity, malalignment, trauma, non-union, or excessive weight." Additional event(s) for this patient reported on medwatch number(s) 1825034-2015-01473, 01475 / 01478, and 01492. Remains implanted.

Event description:
A left hip revision procedure has been indicated due to fracture of the poly liner; however, no revision procedure has been reported to date.